Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
A compliant was received with regards to a 11" (28 cm) smallbore quadfuse ext set w/4 microclave® clear, 0.2 micron filter, 4 clamps, luer lock that experienced leakage. It was reported that filter on extension set was leaking. A sample photo showing the sample device on packaging. The line was infusing tpn basics, lipids and morphine at the time the leaking was noticed. The product was being used on a patient and had been infusing for a couple days when noticed. There was no harm related to this incident or delay in treatment.

Manufacturer narrative:
Received one used list# mc330530, 11" (28 cm) smallbore quadfuse ext set w/4 microclave® clear, 0.2 micron filter, 4 clamps, luer lock; lot # unknown. No visual damages or anomalies were observed. The reported complaint of a leak at the filter could be confirmed. The returned sample was tested, and a leak was observed at the outlet filter. The probable cause of the leak is from the temporary loss of hydrophobic properties during use. A device hisotry lot# review could not be conducted because no lot number(s) was/were identified.